Event description:
It was reported that the procedure was to treat a non-calcified lesion in the proximal left anterior descending (lad) artery. The lesion was pre-dilated with a 3.0 x 15 mm trek balloon, with 3 inflations up to 16 atmospheres (atm), 3.16 mm diameter. The 3.5 x 28 mm absorb bioresorbable vascular scaffold (bvs) successfully deployed using 3 inflations, maximum pressure of 16 atm. After deployment, an irregularity (scallop/dimple) was observed along the vessel wall at the mid section of the scaffolded area; however, as expansion was already at 4.0 mm, the physician did not want to over-expand the scaffold so post-dilatation was not performed. The patients activated clotting time (act) was 152 seconds. Approximately 3 hours post-procedure, the patient experienced a myocardial infarct due to in-scaffold thrombosis. A xience xpedition ll 3.5 x 38 mm was deployed at the absorb implantation site. The patient was given glyceryl trinitrate (gtn). The patient is in stable condition, symptom free since the procedure, and was discharged on (B)(6) 2012. No additional information was provided. Cine review of the procedure revealed that although not conclusive, it is possible that a dissection occurred during the use of the pre-dilatation balloon, which was the rx trek.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of intimal dissection and coronary artery spasm are also listed as a known adverse events in the rx trek instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.